Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided. However, as the date of images were not provided, review would be unable to determine subsidence or timing. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products. 42502806601 femur trabecular metal cruciate retaining std porous lot# 64806788. 42512100810 articular surface medial congruent left 10 mm lot# 64961404.

Event description:
It was reported patient was revised due to tibial subsidence and pain approximately 2.5 years post implantation. No additional x-rays or information available.